Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Philips technical support recommended that the customer to replace prv. The customer replaced the block assembly and retested the est and passed the est and all tests.

Event description:
The customer reports prv is limited to 70-80 cmh2o after replacing the poppet. There was no patient or user harm.